Event description:
It was reported that approximately 4 years post xience v stent implantation in the proximal left anterior descending artery (plad) and the proximal right coronary artery (prca), the patient, reportedly, was experiencing a cold. A few days after onset of the cold, the patient died. Cardiopulmonary resuscitation was attempted, but was not successful and the patient was pronounced dead. Primary cause of death is listed as coronary artery disease. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported patient effects of cardiac arrest and death are listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.